Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. Corrected data: h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge fse was dispatched to evaluate the unit & found unit with a gas loss error after 45 minutes of run time. Ran an all-manifolds test, and the pm failed. Replaced pim and unit passed all tests. Returned unit to biomed all systems work at this time.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Additional point of contact: (B)(6). Corrected fields: g2. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. He stated earlier there had been a gas loss alarm. After they resolved it, the pump alarmed gas gain a short time later. (B)(6) stated the pump was now at 1:3 with a plan to remove the balloon later in the day. (B)(6) stated the pump was continuing to alarm intermittently. He asked was there anything else I would recommend him doing. I verified there was no blood in the helium tubing. I confirmed each time the pump had alarmed, the iab fill key had been used. My recommendation for (B)(6) was to either change the pump or to continue with the same troubleshooting until the balloon was removed. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had alarming excess gas.there was no harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, d10, g2, h3, h6 (investigation findings, component codes)